Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The low reservoir alert functioned properly. The insulin pump was properly downloaded. However, several alarms were noted in the alarm history due to a corrupted history file. The insulin pump was received with scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he had run out of insulin and the device did not alarm. Customer also stated that when uploading to carelink some of the information was missing. Customer's blood glucose was unknown. Customer stated his alert was set to alarm at 21 units and insulin was currently at 40 units. No further information reported.